Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the right femoral artery. The 99% stenosed and de novo lesion was located in the severely calcified and moderately tortuous proximal left anterior descending (lad) artery. The 8.0mm x 3.0mm quantum maverick balloon catheter was advanced to the lesion for treatment and the balloon ruptured at 12 atms, on the first inflation. The balloon catheter was removed from the patient without incident. The procedure was successfully completed with a different device. There were no patient injuries or complications. The patient's status was reported as "good."